Manufacturer narrative:
(B)(4). The lot was manufactured from 03/15/2013 to 03/18/2013. The sample has been received for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor had leaked from an unknown location. The leak was noticed during patient infusion of 200 ml of ropivacaine hydrochloride hydrate. The device was still used until the end of infusion and approximately 20 ml of solution pooled inside of the housing by the end of infusion. The reporter stated that the bladder appeared intact. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid inside the housing. A functional leak test was performed, and a leak was observed coming out at one side of the bladder crimp. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.